Manufacturer narrative:
The investigation determined the service actions performed resolved the issue.

Manufacturer narrative:
On (B)(6) 2023, quality control results for ft4 and total psa were borderline high or low. The field service engineer checked the analyzer and replaced pinch valves. The issue did not re-occur.

Event description:
The initial reporter stated they received discrepant results for multiple patient samples tested with multiple elecsys assays on a cobas e 801 analytical unit. Of the data provided, 34 patient samples had discrepant results tested with the elecsys ft4, afp, cea, or total psa assays on a cobas e 801 analytical unit. The samples were either repeated on the same or a second e 801 analyzer. Refer to the attachment for all relevant patient data. It was asked but it is unknown if questionable results were reported outside of the laboratory. The ft4, afp, cea, and total psa reagent lots and expiration dates were requested but not provided.